Event description:
In 2007, the sales rep reported that during a thoracolumbar minimal invasive surgery (mis) the tip of the screwdriver would not engage with the screw. There was no reported surgical delay and no report of injury to the pt.

Manufacturer narrative:
Eval pending.